Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer¿s device would charge defibrillation energy, but would not shock. The device was used with defibrillation electrodes on a patient in ventricular fibrillation (vf) during catheterization. A back-up device was then used to continue treatment; the patient survived.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. The device charged and shocked defibrillation energy correctly in AED, manual and sync mode. The device's hard paddles assembly was tested as well; no discrepancies were observed.  The electronic patient record of the event date was evaluated. From this file it was observed that the device charged defibrillation energy twice and administered two shocks to the patient. The electronic patient record that was received from the customer was compared to the device's key log file. It was observed that the users charged defibrillation energy twice; after each completed charge cycle, a defibrillation shock was administered. According to the key log file these were the only times that the device's  shock button was pressed.  Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.